Event description:
A malfunction was reported on a pump by a caller without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted them in doing so. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump. The caller was advised to call back if any issues resurfaced, which they acknowledged and understood.